Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2003, patient underwent following procedure: decompressive laminectomy t12-l1; instrumented spinal fusion t10-11, t11-12, t12-l1, l1-2 with spinal instrumentation; segmental instrumentation using pedicle screw instrumentation with hook and rod construct; lateral transverse fusion t10 to l2; use of intraoperative fluoroscopy with interpretation of intraoperative radiograph; reduction of fracture using fluoroscopy. Pre-op and post-op diagnosis: burst fracture t12 with spinal instability. As preop notes: ".. Morsellized autograft was placed through the bone mill, augmented with cancellous bone chips and bmp.. This cortical cancellous slurry was packed laterally bilaterally, completing the fusion.. No complications were reported.." On (B)(6) 2011, patient underwent following procedure: t10-11 thoracicostetomy; l1-2 lumbar osteotomy; t11-12 thoracic osteotomy, additional level; t13-l1 lumbar osteotomy, additional level; posterior segmental instrumentation. Pre-op and post-op diagnosis: thoracolumbar kyphosis, post traumatic. No complications were reported. On an unknown date post-op patient alleged unspecified injuries due to use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.